Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 464 mg/dl. Customer stated that they could not went for the bolus wizard, customer was assisted in turning on the bolus wizard on insulin pump, turned off the sensor settings and then they were able to deliver the bolus. Customer also stated that they were hospitalized due to other illness, not due to high blood glucose. The insulin pump will not be returned for analysis.